Manufacturer narrative:
3 pen needles affected by event.

Event description:
Lot 3122200, exp (B)(6) 2028. These insulin pen needles have bent and/or broken off and rendered 3 of my insulin pens unusable due to increased pressure. Please replace with functioning needles. Thank you.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.